Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A healthcare professional reported that during an intraocular implantation surgery, the ophthalmic console displayed an advisory code during prime and test, and a large influx of bubbles was observed during the quadrant mode of the surgery. The procedure was completed on the same day. The patient impact has not been provided.